Event description:
Revision surgery - due to the disassociation of the glenoid head from the baseplate.

Manufacturer narrative:
The reason for this revision surgery reported as was the disassociation of the glenoid head from the baseplate after 5 months of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed (B)(4). This is the first complaint against this lot number. The implants associated with this complaint were not returned, however; in reviewing the complaint the components explanted indicate the event was most likely a dislocation of the head and insert. There was no evidence submitted indicating an actual product separation. The complaint reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. Factors that may contribute to joint dislocation that are not associated with the implants are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. Inventory containment is not required. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.